Event description:
It was reported to nuvectra that the patient experienced pain at the stimulator pocket area while receiving good coverage with no stimulator issues. Subsequently, the stimulator was replaced and moved to a different area.